Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative via a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient wanted to be reprogrammed. While being reprogrammed an impedance check was performed and 8-15 lead was noted to be <(><<)>10,000. Reprogramming was performed with patient reporting good paresthesia in areas of chronic pain. The lead with high impedances is not currently being used.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-jun-13. The rep stated that they were unsure if it was the first time they had seen the high impedances on 8-15 so they had a nurse pull up an old record which showed that at their past visit the lead 8-15 showed high impedances on their last print out. They do not know the date of the previous visit. They came to the clinic for other concerns other than their stimulation and stated that their coverage was fine. The cause of the high impedances remains unknown. The information provided was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-may-16. The rep stated that on the day of the report impedance measurements were taken which showed all contacts 8-15 were greater than 10 thousand ohms. Contacts 0-7 were fine. The patient did not report any issues with therapy. The rep discovered the impedance issue while checking the system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was seen for a reprogramming session and he wanted to feel stimulation just a little bit more to his left side. Impedances were tested and 8 ¿ 16 were over 1 0,000. The nurse looked back in the patient¿s records and noticed that his lead was reading high impedances since 2016. When the representative used 8-15 to program with positive electrodes it did help move the stimulation over to the left. The patient was reprogrammed to feel more stimulation on the left side. No further complications were reported.